Event description:
Physician reported right side implant exchange with no complaint against the device. Physician later reported hole in valve and hole in valve side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Reportable events captured in contralateral device (right): MDR #9617229-2024-09921-00.

Event description:
Previous medwatch submission noted deflation. Healthcare professional later reported device in tact upon explant surgery. Upon further information, abbvie has determined that the event of deflation did not occur.